Manufacturer narrative:
Continuation of d10: product ID: a820, lot#serial#: unknown, product type: software, product ID: hh9020tdd, lot#serial#: (B)(6). Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl via an implantable pump. The indication for use was non-malignant pain and other non-malignant pain. The patient reported ¿I'm having problems with my pump bolus thing. It's been getting worse and worse. At least twice a day, when I request a bolus, the time is almost 15 minutes behind actual real time. It gets locked a lot. For example, it should say I have 2 minutes left before I bolus, but it's stuck again on 45 minutes. It will make me shut everything down, restart everything, and do everything again¿. The patient clarified they will unlock the handset, and ¿it will be stuck on the screen, so I will tap on the screen, and it will say wait or close app, so I press close app¿. The patient stated these lag issues are just isolated to the myptm app and the screen does not respond to their touch. The patient stated ¿1/3rd of the time when I open the handset up to use it, it says it's stuck at 28 minutes when it should be that I have should be able to have one - the whole app locks up and about 25% of the time I have to go through and resync it again¿. The patient later stated 1 out of 10 ti mes, the lockout time will come up appropriately. Per the patient stated this has been going on for the ¿3rd or 4th month¿ and had been getting progressively worse when asked for event date. The patient stated they've never had to do that (resyncing) as much and has been using the equipment the exact same way since on (B)(6) 2021 but for the last 6-7 months, the myptm has not been behaving the way they consider normal. The patient stated in the beginning, when this issue started, it was once or twice a week, but now it's once or two times a day. The patient mentioned their lockout is 2 hours but have an alarm set up on their personal phone for every 2.5 hours so they know they should be able to bolus. The patient also mentioned for the last month to a month and a half, the percentage when connecting will lag at 91% for 30-50 seconds before progressing through. The patient stated they turn off the handset, clarified as locking the handset screen, when they are done bolusing so it doesn't drain the battery. The patient stated if they don't lock the screen, they will have to charge the handset 2-3 times per day, or if they do, they will only have to charge it once daily. While on the call, patient unlocked handset screen and read an expected 43-minute lockout with 4 boluses left. The agent was attempting to review information when patient read service code 353 (exit application), and then patient clicked out of it and resynced to the pump well and read an expected 29-minute lockout. The agent inquired if patient pressed ¿ok¿ or ¿cancel¿ but the patient did not confirm. The patient became escalated when the agent was reviewing information and the agent was unable to review ¿resync¿ in myptm app menu. The agent reviewed connecting to pump/resyncing and closing app considerations and patient understood considerations are the same with replacement handset. An email was sent to the repair department replace the handset as well as a compatible handset wallet. The patient¿s app is lagging and is having difficulties using it to bolus. No indication of patient harm.